Manufacturer narrative:
Concomitant medical products: ICU medical¿s microclave clear needleless connector; therapy date: (B)(6) 2016. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a leak occured where the extension set connects to the clave while in patient use. There was no patient harm.